Event description:
On 10/8/80 pt had bilateral silicone breast implants inserted. In 1993 the left implant was removed due to rupture and replaced with a saline-filled prosthesis. Recently MRI showed evidence of leakage of the right silicone implant-could not determine whether it was bleeding or was deflated. Pt underwent surgery on 9/20/95. At time of surgery the implant appeared to be bleeding. There was no frank rupture that surgeon could determine at the time but there appeared to be generalized gross bleeding. All of the silicone material was removed from the pt's chest and the chest scrubbed and copiously irrigated.